Event description:
On (B)(6) 2012, the pt started feeling chest muscle twitching. The pt measured his heart rate at 70 min - 1 whereas the programmed rate was 60 min - 1. Due to chest discomfort, the pt visited the hospital for emergency f/u on (B)(6) 2012. Standby mode (backup mode) was confirmed, however, the pacemaker interrogation could not be completed. The programmer was then re-booted and the device was interrogated again, successfully (reportedly, the packing mode was ddd/60min-1, i.e. As shipped values as expected after a re-initialization). It was also confirmed that no data were saved in the implant memories. Setting were re-programmed, and the pacemaker will be checked again next month. The physician requested an explanation.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.